Event description:
Ethicon stapler tlc75 malfunctioned and would not staple. A second stapler was utilized to carry out anastomosis, but an additional segment of small bowel had to be removed. Please refer to MFR# 3005075853-2019-21138.